Manufacturer narrative:
Product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon prepared to implant a 12.6mm vicm5_12.6, -9.5 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. Before/during loading, the lens tore/broke. The lens was not implanted. Intraoperatively an alternate lens was successfully implanted. The problem was resolved.

Manufacturer narrative:
Additional data: device evaluation: lens was returned stuck in sfc-45 cartridge. Cartridge returned in plastic bag with clear surgical residue on product and no visible damage to device. Claim# (B)(4).